Manufacturer narrative:
B3: date of event estimated using first day of aware month. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and patient outcome, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a coating issue occurred. An amplatz super stiff guidewire was selected for use. It was observed that the guidewire coating became loose. As it was inserted into a catheter, the guidewire became entrapped. It occurred on 7 amplatz super stiff guidewires.